Event description:
Customer reported this event is "not related" to the study catheter (guidestar is not part of a device deficiency). Patient hospitalized, admission date (B)(6) 2025 and discharge date (B)(6) 2025. Adverse effect expected, anticipated. Patients' outcome recovered, resolved, end date (B)(6) 2025. No repeat ablation, no surgery, leave stitch in situ, manual pressure applied, continue observation. For this particular event, it is an expected sae and unrelated to a device deficiency. There was no intervention, no medication and is currently resolved. Submitted for administrative purposes.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.